Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. We were unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. We were unable to perform displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that she was playing with her grandkids in the ocean and forgot that she was wearing the insulin pump. The patient can no longer read her display properly. The patient's blood glucose at the time of incident is unknown, but it was 148 mg/dl shortly afterwards. The patient mentioned that there appeared to be a water bubble under the screen. There was also a crack on the display near the reservoir. The insulin pump will be returned for analysis.